Event description:
The customer reported being hospitalized the past week with high blood glucose of 500mg/dl, and she was treated with an insulin drip. The caller stated that the cannula was bent while in the body. The customer stated that the hospital made her to take the insulin pump off. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.